Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels of 431 mg/dl and treated with a bolus. The customer reported having symptoms of tiredness. The customer declined to troubleshoot. Nothing was replaced or returned.